Manufacturer narrative:
(B)(4) was coded for "eschar".

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that an eschar was noted at the incision site and over part of the battery pocket. Smoking was noted as an environmental/external/patient factor that may have led or contributed to the issue and as patient medical history. The incision site was being monitored. Ointment and antibiotics were given. The rep was to obtain more information from the hcp on 2017-jan-25. As of 2017-jan-18, the issue was not resolved, no surgical intervention occurred or was planned, and the patient was alive with no injury. The issue occurred during normal use

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the eschar was resolving. The nurse practitioner was seeing the patient every 2 weeks to monitor the wound site. The system remained implanted but therapy was not in use at the time of the report.